Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a low lithium battery was confirmed and duplicated during product evaluation. The root cause was assigned to low/depleted lithium battery. The lithium battery was replaced in order to correct this condition. A service history review revealed no previous service events were related to the reported condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Initial date received by manufacturer was reported incorrectly; it should have been (B)(6) 2011.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition "low lithium battery." This condition was found in the ER department. This event occurred during programming/setup. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available.